Event description:
It was reported that the customer was receiving a no delivery alarm. It was found that the pump was already replaced. Customer's blood glucose level was 360 mg/dl. Customer's mother did not want to troubleshoot the issue. No further assistance needed.